Event description:
It was reported that the customer's insulin pump had a keypad anomaly. She thought she received a button error alarm but her insulin pump froze. When she attempted to reset the time, the insulin pump started to scroll out of control. Her blood glucose level was 130 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Numbers did not ramp up on its own or scroll bar moving with no input. No frozen anomaly noted.